Manufacturer narrative:
Other components include: product ID 8598a lot# serial# (B)(4) implanted: (B)(4) 2017 explanted: (B)(6) 2017 product type catheter product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml of lioresal at 97.1 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2017, it was reported that the patient's infusion system would be explanted on (B)(6) 2017 due to the presence of signs and symptoms of infection. There were no issues regarding the implanted devices. It was unknown what, if any, environmental/external/patient factors that may have led or contributed to the issue. It was unknown what, if any, diagnostics or troubleshooting measures were performed. It was unknown if the issue was resolved at the time of the report. The proximal piece of the catheter and the pump were discarded and would be replaced in the future with another product by the manufacturer. The patient's status was listed as "alive-no injury". No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), explanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional who reported that the distal portion of the catheter was also explanted. The infection was not resolved, but was being treated. No further complications were reported/anticipated.